Manufacturer narrative:
This report is for an unk - nails: multiloc humeral/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent open surgery for the fracture of proximal right humerus with the multiloc proximal humeral nail and the locking screw. When the surgeon used the mhn, the distal locking screw interfered with the mhn, so that he inserted only one screw out of two. A hollow drill bit was required for drilling, and the interference was presumably due to the (B)(6) patient with the narrow diameter of the medullary cavity. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) unk - nails: multiloc humeral. This is report 2 of 2 for complaint (B)(4).